Event description:
It was reported that during lead repositioning procedure for dislodgement, physician was unable to properly tighten the set screw. Physician explanted and replaced ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory and was caused by silicone, septum material found inside of the rv df-1 set screw hex cavity. The silicone would have prevented full insertion of the torque driver into the hex cavity.